Event description:
The device was returned due to a reservoir cassette issue in which, after opening, the medicine did not enter; the operator removed the blue component and manually lowered the green stopper with a finger, but the medicine still did not enter. This occurred during priming, with no patient involvement and no reported patient harm or adverse event. The investigation confirmed the customer¿s complaint, and the file is considered reportable based on the investigation findings.

Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done, reported issue was duplicated. The root cause of the issue was due to excess solvent application during manufacturing. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.